Event description:
It was reported that during use of the left ventricular (lv) lead, a potential for intermittent lack of lv capture was noted. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 459878 lead implanted: (B)(6) 2016; 5076-45 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.